Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and the patient felt sick since the implant procedure. An x-ray was taken in the hospital which confirmed the lead¿s dislodgement. The lead was repositioned without any problem. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.